Event description:
It was reported that post op impedance readings were >10000 ohms. The 0-7 pairs were within normal range, but 8-15 were all out of range, except for 11. There was no trauma or event that may have contributed to the high impedance. They took the pt back to the operating room, disconnected the lead extension 8-15, ensured it was clean and dry, then re-connected it. They tested, got normal impedances, and appropriate stimulation

Manufacturer narrative:
(B) (4).